Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the inner coil was release from the lead and was not used. The patient was stable and didnt have any complication.

Manufacturer narrative:
Final analysis found the connector cap were pulled from the connector assembly stretching the inner coil. The ptfe coating of the stylet was found stripped and bunched distal to the connector pin. This would have led to difficulty removing the stylet and excessive force applied during attempted stylet withdrawal.